Event description:
It was reported that during a 3dimensions procedure on (B)(6) the c-arm did not stop at 45 degrees and kept going until 180 degrees. A field engineer examined the equipment and determined that the c-arm switch was bad. The switch was replaced and the system met the manufacturer´s specifications. No patient injury reported.